Event description:
It was reported that during the surgery on (B)(6) 2024, it was noted that the screw was broken when the packaging was opened (did not use). It was changed to another one to continue the surgery and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. There was no surgical delay and the procedure was successfully completed. No additional information could be provided. This report is for one (1) ti matrixneuro screw self-drilling 4mm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j sales representative. H6: photo investigation: the photographs provided were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Due to the angle of the photo it is not possible determinate the condition of the screw tip, additionally, the original packaging is not visible on the provided evidence. The overall complaint was unconfirmed for matneu scr ã¸1.5 self-drill l4 tan 4u I/c. There is no indication that a design or manufacturing issue has caused the complaint condition. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and provided evidence revealed that the broken screws has signs of prior use. The condition of the original packing is unknown, the packing was not returned for evaluation an also is not visible on the provided evidence. Therefore the reported upon receipt allegation cannot be confirmed. Regarding the breakage screws, these conditions mostly can be caused by usage / attempted, hard bone or misalignment of the screw during the procedure and cannot be traced to a manufacturing issue. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was unconfirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 4u I/c would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H3, h4, h6: a manufacturing record evaluation was performed for the finished device: product code:04.503.104.04s. Lot no: 7299p75. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 25-aug-2023. Manufacturing site: jabil bettlach. Expiry date:01-aug-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample and provided evidence revealed that the broken screws has signs of prior use. The condition of the original packing is unknow, the packing was not returned for evaluation an also is not visible on the provided evidence. Therefore, the reported upon receipt allegation cannot be confirmed. Regarding the breakage screws, these conditions mostly can be caused by usage / attempted, hard bone or misalignment of the screw during the procedure and cannot be traced to a manufacturing issue. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was unconfirmed as the observed condition of the matneu scr 1.5 self-drill l4 tan 4u I/c would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device. Product code:04.503.104.04s; lot no:7299p75; the product was released on: 25-aug-2023; manufacturing site:jabil bettlach; expiry date:01-aug-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.